Event description:
It was reported during surgery an inserter broke. No patient complication were associated with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The fixed tab at the tip of the inserter has broken at the weld where it meets the shaft. This is a small weld that is typical of what is seen on other inserter¿s. The weld appears to have failed from force placed on it from positioning the cage. The above findings are consistent with bend stress overload.